Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump received a power error alarm. The patient's blood glucose at the time of incident was 10.2 mmol/l. Additionally, the customer mentioned that the pump keeps suspending, and that it continues to prompt her to insert battery despite having already entered one. Troubleshooting was initiated for the power error issues. The customer was assisted with resetting the pump. The power loss error recurred; however, the customer entered the time and date and was able to successfully rewind the pump. No products were shipped or returned.